Manufacturer narrative:
On an unknown date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passes away. The patient had been hospitalized for an unreported indication. The cause of peritonitis and treatment for the event were not reported. During the hospitalization, the patient was performing pd therapy with manual supplies. In the same month as the onset of peritonitis, the patient expired. It was not reported if the patient had recovered from the peritonitis event prior to death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.